Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 23/oct/2014, 30/jan2017, 22/jan/2019. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma (late), breast lumps, raynaud's phenomenon and autoimmune disease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, seroma (late), breast lumps, raynaud's phenomenon, and autoimmune disease. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having ¿a lump or thickening in or near the breast or in the underarm area¿ and "raynaud's phenomenon". Patient additionally reported being diagnosed with a left side "rupture" and an "autoimmune disease". Patient also reported that they experienced the additional events of ¿fluid buildup around my breasts for years" and "was concerned about lymphoma from the textured style of implants¿. Device remains implanted.